Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly believed to be due to a device loss of fluid. A revision surgery was scheduled and no patient complications were reported.

Manufacturer narrative:
Additional information updated: b1: adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event/problem, b7: other relevant history, h1: type of reportable event, h6: impact codes. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted upon visual examination, and no leaks were identified; however, the component did not pass the resistor flow rate test during functional evaluation because the output volume was lower than the required specification. The cuff was visually inspected and tested for leaks, and it passed all testing. Based on the information available and analysis results, the reported fluid loss could not be confirmed; however, the pump not passing functional inspection could have caused or contributed to the reported clinical observation of the device not working properly.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly believed to be due to a device loss of fluid. A surgical procedure was performed, in which cuff and pump were removed. No additional information was reported.